Event description:
Boston scientific received information that five months earlier there was noise on both the right atrial (ra) and right ventricular (rv) channels. The noise lead to oversensing with pacing inhibition and asystole greater than two seconds on the rv channel. There was also inappropriate ventricular tachycardia (vt) and atrial tachy response (atr) episodes. No other episodes of noise have been observed since this occurrence. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.